Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to the patients¿ concern of the product. Device is explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.